Event description:
The customer reported that there was an intermittent communication failure error message. This error is likely to result in a system lock up. No boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. A replacement workstation cpu was installed during service. The system was tested and found to be working as intended and put back into service.